Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color, and the plug deployment button does not release the plug. There was no reported patient injury. The device was used after a lower extremity arteriogram. The connecting sheath is withdrawn and the window did not change. The procedure used a retrograde approach, and the device was stored and prepped according to the instructions for use (IFU). The physician was certified in the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non-cordis vascular sheath was utilized. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent nearby, no stenosis greater than 50%, and no prior closure device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The vascular sheath introducer connected with the exoseal vcd, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and showed no anomalies. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and back bleed port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. Furthermore, a cordis procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were note on it. No other anomalies were observed during the analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down. There was no friction, and it was completely depressing. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿indicator window-no change to indicator¿ was not confirmed since no damages were noticed on the indicator window and the device achieved the three stages as expected and the performing its function after the functional testing. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. This product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color, and the plug deployment button does not release the plug. There was no reported patient injury. The device was used after a lower extremity arteriogram. The connecting sheath is withdrawn and the window did not change. The procedure used a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non-cordis vascular sheath was utilized. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent nearby, no stenosis greater than 50%, and no prior closure device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The vascular sheath introducer connected with the exoseal vcd, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.